Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was under ventilation. From the information received and the analysis performed regarding this case, the root cause of this event was due to a use error (wrong interfaces for passy muir speaking valve and the wrong ventilation mode for the patient) resulting in triggering the technical faults. In consequence the service technician serviced the device. As all tests of the service software passed, the ventilator was back in use. The issue was solved, and the basic training continues (in-house and online), this incident was addressed on hospital daily safety hand over (alarms must be escalated) and a mechanical ventilator workshop is scheduled for march (covid permitting). There was no patient or user harm.

Event description:
I have received the following from the client asking for further information regarding a safety ventilation fault on a nhs loan c3. "Hi chris we have had a problem with one of the g3 ventilators, serial number (B)(6), that we received from the doh loan. The device has twice come up with "safety mode" and "18.47 sv 341009" "18.47 sv 346054" "18.47"......" Please assess and advise.